Manufacturer narrative:
(B)(4): the device that was intended for use in treatment was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the ui assembly is hard to turn. The root cause is determined to be caused by corrosion. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures.  Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that the versajet ii console was not calibrating correctly; no case reported; therefore, there was no patient involvement. During service evaluation it was found that the device showed the ui assembly is hard to turn.